Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp0013 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that this catheter was placed on (B)(6) 2020. Fluid leaks were found during catheter aspiration.

Event description:
It was reported that this catheter was placed on (B)(6)2020 . Fluid leaks were found during catheter aspiration.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to poor sample condition. One photo sample of a 4 fr groshong nxt catheter was provided for evaluation. The stylet flushing hub assembly was present within the catheter. The catheter is coiled around itself outside of patient use. The location at which the alleged catheter leak occurred could not be clearly observed in the photo. Since the reported issue could not be confirmed from the photo sample provided, the complaint remains inconclusive at this time. Based on the description of the reported event, possible contributing factors include sharp instrument damage and stylet damage. A lot history review (lhr) of redp0013 showed one other similar product complaint(s) from this lot number.